Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized on (B)(6) 2018 due to high blood glucose. Blood glucose at the time of admission was 331 mg/dl. The customer experienced large ketones, migraine and vomiting. Blood glucose at the time of the call was 130 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting was declined. The insulin pump will not be returned for analysis.